Event description:
The patient missed a refill due to being hospitalized 'for a while.' It was not known the reason or length of hospitalization or if it was device related. According to healthcare provider records the alarm 'would have gone off' (B)(6) 2013, it was not noted which alarm was supposed to have alarmed. The patient was going to have a refill in clinic the day of the initial report. No further information was provided.

Manufacturer narrative:
(B)(4).